Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional info has been requested.

Event description:
On (B)(6) 2011, pt underwent a sternal reconstruction procedure. Post-op, x-rays were taken and out of the 28 screws that were implanted, 2 of the screws were placed in a position which led the surgeon to believe that there was a chance the screws may pierce the pt's lung. On (B)(6) 2011, pt was revised and all 28 screws were explanted and 28 shorter screws were implanted. This is two of two reports for this event.